Event description:
The sphincterotome was being used with the cook wire. Pieces of the metal wire were shaved off. The physician noticed this during the procedure. The physician was hopeful that he retrieved all the pieces that had broken off.